Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralight st (device#1) may have caused or contributed to the events as alleged by the patient¿s attorney. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. The patient's attorney did not allege a specific device failure regarding the bard ventralight st (device #1); however, attorney makes general allegation of "defective" bard hernia mesh. This emdr represents the bard ventralight st (device #1). An additional emdr was submitted to represent the bard 3dmax (device #2). Should additional information be provided a supplemental emdr will be submitted. Note:the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported by the patient: on (B)(6) 2014: the patient underwent laparoscopic hernia repair and a bard ventralight st (device #1), ref no. 5954450, lot no. Huyf0566 was implanted. On (B)(6) 2015: the patient underwent left hernia repair and a bard 3dmax (device #2), lot no. Huyk0682 was implanted. On (B)(6) 2016: the patient underwent removal of the failed bard 3dmax (device #2) and bard ventralight st (device #1). Upon opening the patient , the doctor noted "on inspection of the abdomen, especially in the left lower quadrant, the sigmoid colon was significantly adhered to the entire inguinal mesh. Carefully and with moderate difficulties, the sigmoid colon was lysed from the abdominal wall in the inguinal region completely. Then, the inguinal mesh was approached from the medial aspect in the upper corner, which was elevated and the peritoneum was incised. It appeared to be in good position with some moderate amount of contraction seen. The mesh was very densely adhered to the internal aspect as well. The mesh was carefully freed with scissors from the scar tissue. This was quite difficult as the surrounding tissue was densely adhered to the mesh. A plane as close as possible to the mesh was attempted to minimize any injuries to the surrounding structures and leave scar tissue behind to reduce the risk of recurrence. No nerves, no spermatic cord, no inferior epigastrics could be identified due to the significant scar tissue in those areas. It was significantly and densely adhered to the bladder, which was carefully lysed with scissors and then during further dissection down to the inferior aspect of the mesh in inguinal region it was clear that the mesh continued to be densely adhered and we were worried about injury to the iliac vessels. Therefore, a small rim of the mesh as seen was left behind at the medial inferior portion. This was done to avoid the iliac vessels. Subsequently, the abdominal wall mesh was removed, it was also started on the medial aspect, pulled down and via blunt and sharp dissection with scissors, the entire mesh was removed ." The bard hernia mesh [bard ventralight st (device #1) and bard 3dmax (device #2)] is defective. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralight st (device#1) may have caused or contributed to the events as alleged by the patient¿s attorney. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. The patient's attorney did not allege a specific device failure regarding the bard ventralight st (device #1); however, attorney makes general allegation of "defective" bard hernia mesh. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of ventralight st mesh, patient was diagnosed with adhesion and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the bard/davol ventralight st mesh (device #1). Additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported by the patient: (B)(6)2014: the patient underwent laparoscopic hernia repair and a bard ventralight st (device #1), ref no. (B)(4), lot no. Huyf0566 was implanted. (B)(6)2015: the patient underwent left hernia repair and a bard 3dmax (device #2), lot no. Huyk0682 was implanted. (B)(6)2016: the patient underwent removal of the failed bard 3dmax (device #2) and bard ventralight st (device #1). Upon opening the patient, the doctor noted "on inspection of the abdomen, especially in the left lower quadrant, the sigmoid colon was significantly adhered to the entire inguinal mesh. Carefully and with moderate difficulties, the sigmoid colon was lysed from the abdominal wall in the inguinal region completely ... Then, the inguinal mesh was approached from the medial aspect in the upper corner, which was elevated and the peritoneum was incised. It appeared to be in good position with some moderate amount of contraction seen. The mesh was very densely adhered to the internal aspect as well. The mesh was carefully freed with scissors from the scar tissue. This was quite difficult as the surrounding tissue was densely adhered to the mesh. A plane as close as possible to the mesh was attempted to minimize any injuries to the surrounding structures and leave scar tissue behind to reduce the risk of recurrence. No nerves, no spermatic cord, no inferior epigastrics could be identified due to the significant scar tissue in those areas. ... It was significantly and densely adhered to the bladder, which was carefully lysed with scissors and then during further dissection down to the inferior aspect of the mesh in inguinal region it was clear that the mesh continued to be densely adhered and we were worried about injury to the iliac vessels. Therefore, a small rim of the mesh as seen was left behind at the medial inferior portion. This was done to avoid the iliac vessels ... Subsequently, the abdominal wall mesh was removed, it was also started on the medial aspect, pulled down and via blunt and sharp dissection with scissors, the entire mesh was removed. " the bard hernia mesh [bard ventralight st (device #1) and bard 3dmax (device #2)] is defective. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment. Addendum per additional information provided: (B)(6)2014 - patient was diagnosed with abdominal pain, spigelian hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #1). Per operative notes, ¿the spigelian hernia was incised and then removed. A ventralight st mesh (device #1) placed in the abdominal cavity and secured using sutures. The mesh was then further secured to the anterior abdominal wall using multiple absorbable endotacks.¿ (B)(6)2015 - patient was diagnosed with left inguinal hernia thereby underwent lysis of adhesions and laparoscopic repair with the implant of 3dmax mesh (device #2). Per operative notes, ¿a indirect inguinal hernia was identified, the sac is pulled out and a 3dmax large mesh (device #2) introduced into the peritoneal space, placed over the defect and tacked. The pervious mesh found with multiple adhesions were lysed.¿ (B)(6)2016 - patient was diagnosed with chronic left lower quadrant and left groin pain thereby underwent laparoscopic repair with lysis of adhesions and explant of ventralight st mesh (device #1) and 3dmax mesh (device #2). Per operative notes, ¿the sigmoid colon was significantly adhered to the entire inguinal mesh (device #2). The medial aspect of the mesh was incised, some moderate amount of contraction seen. The mesh was very densely adherent to the internal aspect that was carefully freed from the scar tissue. The inferior portion of the mesh was densely adhered to the bladder also dissected and then completely removed through the left upper quadrant. Subsequently, the abdominal wall mesh ((device #1) was also removed.¿ attorney alleged that the patient had adhesion of mesh to colon and bladder, mesh migration, mesh shrinkage, nerve damage and pain & suffering.